Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received low glucose readings as low as 3.1 mmol/l on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced thirst and initially consumed sugary foods for treatment. The customer subsequently obtained an unspecified high reading on an adc meter and administered insulin (dose/type unspecified) for corrective treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.